Manufacturer narrative:
Concomitant products: product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 977a260, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 97754, serial # (B)(4), product type recharger; product ID 97740, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported the patient felt stimulation in their flank region and their leads migrated. It was noted the manufacturing representative attempted reprogramming the patient at the patient¿s post operation appointment, but could not get successful coverage. The reporter stated an x-ray was done and it was determined a lead placement revision was needed. It was noted that impedance testing and reprogramming was done. It was further noted the patient had less than 50% therapy relief at the lead location. It was noted that a revision was being planned, but had not been scheduled. Additional information was requested, but was not available as of the date of this report.